Manufacturer narrative:
The device is planned to be returned to olympus (B)(4) but has not been returned yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the endoscope image was displayed intermittently and flickering, when the olympus 150 series endoscope was connected to the device. In addition, sometimes the endoscopic image was not displayed. An olympus field service engineer cross-checked with another olympus video system center cv-190 and found that the device was not working. When the olympus 190 series endoscope was connected to the device, the device worked properly. There was no report of patient injury associated with the event.